Manufacturer narrative:
Continuation of d10: product ID 8784 lot# 0227405203 implanted: (B)(6) 2024; explanted: (B)(6) 2024 product type catheter. Product ID 8780 serial# unknown explanted: (B)(6) 2024 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, lot #: 0227405203, ubd: 28-jul-2025, UDI#: (B)(4); product ID: 8780, serial/lot #: unknown, ubd: 28-jul-2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving baclofen (500 mcg/ml, 84.93 mcg/day) via implanted infusion pump. It was reported that the patient had been having strong fluctuating effects of baclofen since (B)(6) 2024. The hcp found no clear cause. A sideport puncture with contrast fluid in the catheter (on (B)(6) 2024) showed no abnormalities. It was decided to insert a completely new catheter to eliminate the possible cause. The catheter (was cut into 2 pieces during explant). The patient was generally very active. It was unknown if the issue was resolved at the time of report. The patient's weight and medical history were asked, but unknown. The patient's status was alive - no injury.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The lot number of the model 8780 catheter was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of the 8780 catheter identified the catheter body to be deformed in shape however, it did not affect the performance of the catheter. Analysis of the 8784 catheter identified an occlusion in the catheter body which is consistent with dried drug, blood or other foreign material that did not effect the performance of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.